Event description:
Healthcare professional (hcp) reports one incident of a patient reaction with the psn 210 dialyzer. Upon initiation of treatment, the patient complained of nausea. The ultrafiltration rate was decreased and symptoms resolved within one hour. No medical intervention was reported per hcp. The patient has subsequently dialyzed with a dialyzer of a different membrane without further incident.